Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to extrusion of the receiver/stimulator unit. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
This report is filed november 12th, 2014.